Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin exited the tubing during the fill tubing. Customer was not performing proper air removal technique. Customer's blood glucose was 250 mg/dl. Reportedly, customer had manual injections for alternate insulin therapy.